Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c calcium results for a sample. Their sister site (clinic) sent a sample for additional testing and ran the calcium test on this sample accidentally. The following data was provided (reference range: 8.4-10.2 mg/dl): sid (B)(6): clinic (alinity) ran a calcium and generated a normal result of 9.2 mg/dl. This lab accidentally ran calcium again and generated a critically low result of 3.4 mg/dl. Reran on both alinity c instruments in this lab and matched the clinic result: (B)(6): 9.4 mg/dl. (B)(6): 9.3 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity c calcium results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any trends related to the complaint issue. A device history record was reviewed and did not identify any non-conformances or deviations related to the current complaint issue. File samples were not tested as the sample retest produced acceptable result. In addition, the quality control was acceptable during the falsely depressed result. This indicates the assay is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c calcium reagent lot 43489un22.